Manufacturer narrative:
Please note that sections have been updated at this time.

Manufacturer narrative:
Concomitant medical products: product ID: 924256, lot# 082219514a, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The healthcare professional (hcp) reported "the clip of the stimloc failed to hold the lead in place." It was noted that "strict guidelines were followed" by the surgeon, while under the close supervision of a manufacturer representative. Despite this, after the clip was installed and closed, a test was run to verify the lead was being held in place (with the stylet) and it was determined "the lead was moving." The stimloc was replaced at that time and the replacement "worked to perfection." There was no patient harm, injury, or death from the event and the patient's outcome was "satisfactory after the product was replaced." The replaced stimloc was discarded at that time. Additional information was requested; a supplemental report will be filed if additional information is received.